Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: per legal rep, user was not a moveable walkaway, while being pushed, the two front casters got caught on the lip of the moveable walkaway and caused end-user to fall forward. End-user has an artificial knee and it was dislocated as a result of the fall and can no longer be used. End user sustained a broken leg as a result of the accident.